Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: minor scratches on distal edge, cut in light guide cable, and minor stains under light guide cover glass. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited minor scratches on distal edge, cut in light guide cable, and minor stains under light guide cover glass. There was no patient involvement.